Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. It was reported the trocar seal tore and was replaced with new housing to finish the case. There was no consequence to pt.